Event description:
It was reported that the customer had differences between the sensor glucose and blood glucose readings. Customer's blood glucose was 112 mg/dl and sensor glucose was 73 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.